Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit of the MFR which was conducted from 8/24/98 through 9/15/98. No further details are available. The MFR is now closing the file on this event. The filing of this 02 follow-up report will also serve to close the following MDR#'s listed of the same nature: MDR#1219454-1997-00249, 00299, 00314, 00237; MDR#1220923-1997-0007, 00015, 00016, 00017, 00025, 00031, 00032, 00033, 00034, 00041, 00044; MDR#1220923-1998-00014, 00024, 00029, 00038, 000045, 00050, 00071.

Event description:
The device was implanted on 04/23/97. On 07/07/97, the manufacturer received a report from a government agency which detailed an incident which had occurred at an air force base. The report states that "the catheter was placed 23 april, 1997. When catheter failed to work, it was removed. Upon inspection, it was noted that slits/cuts were on catheter. Unknown if cuts occurred during insertion or if manufacturer related". The device was reported as being available for analysis.